Event description:
Reportedly, after successful pacemaker implantation the device was interrogated. During the manual sensing test the screen froze and didn't react on any input. By clicking on "adjust egm" in the top right-hand corner, the program returns to "normal" behavior.

Manufacturer narrative:
Please refer to the attached anaylsis report.